Event description:
This case was initially received via regulatory authority (health and youth care inspectorate igj, reference number: not available ) on 12-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2009, the patient experienced back pain (seriousness criterion intervention required), fatigue ("fatigue") and headache ("headaches / increase headache recurrent"). In 2020, the patient experienced arthritis ("acute severe arthritis"), arthralgia ("serious hip symptoms / increased hip pain recurrent") and insomnia ("inability to sleep at night"). In 2021, the patient experienced chest discomfort ("pressure on lungs"), palpitations ("palpitations") and irritability ("irritability"). The patient was treated with surgery (essure and fallopian tubes removal in 2021). Essure was removed in 2021. At the time of the report, the back pain, fatigue, headache, arthritis, arthralgia, insomnia, chest discomfort, palpitations and irritability outcome was unknown. The reporter provided no causality assessment for arthralgia, arthritis, back pain, chest discomfort, fatigue, headache, insomnia, irritability and palpitations with essure. The reporter commented: after essure removal she had acute decrease of symptoms based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (health and youth care inspectorate igj, reference number: not available) on 12-jan-2022. The most recent information was received on 12-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced back pain (seriousness criterion intervention required), fatigue ("fatigue") and headache ("headaches / increase headache recurrent"). In 2020, the patient experienced arthritis ("acute severe arthritis"), arthralgia ("serious hip symptoms / increased hip pain recurrent") and insomnia ("inability to sleep at night"). In 2021, the patient experienced chest discomfort ("pressure on lungs"), palpitations ("palpitations") and irritability ("irritability"). The patient was treated with surgery (essure and fallopian tubes removal in 2021). Essure was removed in 2021. At the time of the report, the back pain, fatigue, headache, arthritis, arthralgia, insomnia, chest discomfort, palpitations and irritability was resolving. The reporter provided no causality assessment for arthralgia, arthritis, back pain, chest discomfort, fatigue, headache, insomnia, irritability and palpitations with essure. The reporter commented: after essure removal she had acute decrease of symptoms. Amendment: the report was amended for the following reason: after internal company review, it was noticed that the correct initial receipt date is (B)(6) 2022 instead of (B)(6) 2022. Insertion date of essure was updated to (B)(6) 2008. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (health and youth care inspectorate igj, reference number: not available) on 12-jan-2022. The most recent information was received on 24-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced back pain (seriousness criterion intervention required), fatigue ("fatigue") and headache ("headaches / increase headache recurrent"). In 2020, the patient experienced arthritis ("acute severe arthritis"), arthralgia ("serious hip symptoms / increased hip pain recurrent") and insomnia ("inability to sleep at night"). In 2021, the patient experienced chest discomfort ("pressure on lungs"), palpitations ("palpitations") and irritability ("irritability"). The patient was treated with surgery (essure and fallopian tubes removal in 2021). Essure was removed in 2021. At the time of the report, the back pain, fatigue, headache, arthritis, arthralgia, insomnia, chest discomfort, palpitations and irritability was resolving. The reporter provided no causality assessment for arthralgia, arthritis, back pain, chest discomfort, fatigue, headache, insomnia, irritability and palpitations with essure. The reporter commented: after essure removal she had acute decrease of symptoms. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.